Event description:
(B)(6) home health registered nurse reported pump was not working at the start of infusion. Lithium battery was replaced and still not functioning properly. Patient has old curlin pump from previous pharmacy that they are using for today's infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: panzyga 10% - 80gm. Panzyga indication: chronic inflammatory demyelinating polyneuritis. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes is device associated with event available for return? - unknown.